Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the sorin heater-cooler system 3t took too long to warm up on the patient side during a procedure. There was no report of patient injury. A sorin group field service representative was dispatched to the facility to investigate. The unit and heating elements were inspected and no issues were found. The warm up time to heat the unit from 2 degrees celsius to 41 degrees celsius and no issues were found. All components and procedures were inspected and tested according to the manufacturers specifications. No issues were identified. The unit was put back into service. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Sorin group (B)(4) will continue to monitor for trends related to this type of issue.

Event description:
Sorin group (B)(4) received a report that the sorin heater-cooler system 3t took too long to warm up on the patient side during a procedure. There was no report of patient injury.